Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed no labels were removed; however, the housing was damaged and liquid crystal display was bleeding. During functional testing, found service due was displayed upon power up and the clock battery needed to be replaced. The back-up capacitor was tested and passed. Root cause was the clock battery. The clock battery was replaced.

Event description:
Additional information received by the customer that the event date is unknown, but the event occurred prior to being connected to the patient, while being set up for take home use. There was no impact to patient care.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device would not stop beeping. It is unknown if there was no patient, or clinician injury associated with this event.